Event description:
Surgeon reported that this patient had a bile leak following surgery requiring her to be readmitted for sepsis on three days after her surgery, most likely due to the clip not approximating well or staying in place. When using another clip applier during the second surgery (seven days after the initial surgery) it happened again. The device from this second surgery is the one that was kept. The surgeon switched to another brand and felt it was immediately a good seal with the clip. This is the second formal complaint regarding this product from this facility. According to the surgeon, when used on the duct during a laparoscopic cholecystectomy, the clip does not form a tight "v" on the duct, potentially allowing passage of bile into the abdomen. Instead it is forming a "u" with the tips meeting at the end. He also states that the end of the clip lifts out of the jaws before deploying the clip, often causing "scissoring" of the clip. He then has to use multiple clips to achieve a tight closure. He states he continues to have problems with this device and has not reported them all.======================manufacturer response for ligaclip applier, 10 mm ligaclip (per site reporter).======================they previously did education for surgeons.what was the original intended procedure?laparoscopic cholecystectomy.